Event description:
It was reported that after changing supplies on an ilet system, the user experienced elevated blood glucose for several hours and the pump delivered corrective insulin; the agent advised replacing the cartridge-driven infusion set and to allow time for glucose to trend down. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and resumption of insulin delivery after the infusion set change. Investigation included review of device reports and real-time troubleshooting and education with the user. Investigation of this case revealed no device alarms, no identifiable device malfunction, and an undetermined cause, with the infusion set change serving as a corrective action. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.